Event description:
Tampon left inside - vagina [foreign body in reproductive tract]; when trying to remove tampon...string came off...left tampon inside [complication of device removal]; string came off tampon [device breakage]. Consumer contacted via e-mail and stated that when trying to remove the tampon, the string came off and left the tampon inside of her. No serious injury was reported.

Manufacturer narrative:
23-oct-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon left inside - vagina [foreign body in reproductive tract]. When trying to remove tampon...string came off...left tampon inside [complication of device removal]. String came off tampon [device breakage]. Consumer contacted via e-mail and stated that when trying to remove the tampon, the string came off and left the tampon inside of her. No serious injury was reported.